Manufacturer narrative:
Age of time of event: 18yrs or older. Device is a combination product. Device evaluated by MFR.: the device was returned for analysis. Stent protector and mandrel returned on device, both removed distally without issue. An examination of the crimped stent identified stent damage; damage was noted to the 2nd most proximal stent strut row. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon wings were tightly wrapped and evenly folded did not appear to have been subjected to positive pressure. A 0.014" guidewire was loaded into the device before leak test. Attempt was made to inflate the device to 18atm. Balloon did not inflated and a balloon leak was noted in the area of the stent damage. Note encore inflation device verified using druck pressure gauge. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no tip damage. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 32 x 2.75 promus premier drug-eluting stent was advanced to treat the lesion. However, during initial inflation of the stent delivery balloon at 16 atmospheres for 10 seconds, the stent was not inflated and the physician felt that the balloon ruptured. The procedure was completed with another promus premier stent. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Age of time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 32 x 2.75 promus premier drug-eluting stent was advanced to treat the lesion. However, during initial inflation of the stent delivery balloon at 16 atmospheres for 10 seconds, the stent was not inflated and the physician felt that the balloon ruptured. The procedure was completed with another promus premier stent. There were no patient complications reported and the patient was stable.